Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-00085. It was reported the patient¿s ipg¿s became inoperable after suffering an electrical shock from a light bulb socket a year ago. Surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2018-00085. Additional information identified both ipgs were replaced with new ones.